Manufacturer narrative:
It was unable to perform displacement test due to unresponsive keypad buttons. No button response on the esc button due to moisture damage on keypad traces noted. Unit had minor scratches on display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed low reservoir and the customer was unable to clear the alarm due to an unresponsive keypad. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.